Event description:
Patient had broken femoral rod which was removed and replaced with an alta femoral rod. This rod wa statically locked. The patient subsequently fractured this rod. The rod had not been dynamizeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.